Event description:
It was reported that the screen of the pump went blank unexpectedly due to the customer not acknowledging a malfunction issue. The customer's blood glucose level exceeded 500 mg/dl, displaying "high" on the pump. The customer took corrective action by administering a correction bolus via the pump and did not require assistance from a third party. Customer continued using the pump for insulin therapy.